Event description:
It was reported by service report that the tracks were not generating enough friction with the track frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation results: the tracks required reconditioning and the tension needed to be tightened.